Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/4/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is concerned with all the tests results obtained. The expected fasting blood glucose test result range is 130-135mg/dl. The customer did report symptoms of shakiness. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 1/31/19 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that she is feeling shaky, so she drank some orange juice and is getting ready to have her breakfast. Customer unable to provide ccr with times of when blood glucose was taken from the memory of the meter.